Manufacturer narrative:
Additional data: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 154389 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot 154389 , test base part number 195-430h / lot 151075. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 154389 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue. However a possible assignable root cause is sample interference or cross contamination.

Manufacturer narrative:
Corrected d3 with accurate manufacturer contact info. Corrected g1 with accurate manufacturer contact info. Corrected g4 to accurate PMA/510(k) number eua210264.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The consumer reported 2 unconfirmed false positive results with the binaxnow covid-19 ag self-test performed on (B)(6) 2021. The consumer confirmed that he was vaccinated. No additional patient information, including treatment and outcome, was provided.